Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the mechanism is loose and leaks when the scope is plugged in. In addition, a non-olympus bulb caused the spare lamp to come on. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii xenon light source socket is loose and leaks. The event occurred during preparation for use, prior to a diagnostic procedure. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely that leakage occurred due to faulty scope socket. Additionally, it is likely that the spare lamp turned on because the faulty non-olympus lamp did not light up normally. However, a definitive root causes could not be established. The event can be detected and/or prevented by following the instructions for use which states in "chapter 4 inspection before use: when the emergency light indicator on the operation panel lights up, turn off the power of this product and turn it on again to turn on the illumination lamp again. If the emergency light indicator still lights up, replace it with a new lighting lamp according to 'chapter 6 replacing the lighting lamp.' If the emergency light indicator still lights up, contact olympus. 'Section 4.6 checking illumination light' 3 confirm that the illumination light is emitted from the tip of the endoscope. "500h" in the lamp usage time display if you feel that it is dark even if it is not lit, replace it with a new illumination lamp according to "chapter 6 replacing the illumination lamp". 'Chapter 6 replacing the illumination lamp' 6.1 overview and precautions for replacing the illumination lamp, use the following lighting lamps specified by our company for replacement. ¿ xenon lamp maj-1817 (manufactured by olympus) if you need a new illumination lamp, please contact olympus." Olympus will continue to monitor field performance for this device.